Event description:
Reportedly, the instrument was fired across the stomach with dry peri-strips and upon reaching the end of the firing length (60mm) a cracking sound was heard and the knife blade would not retract. Therefore, the surgeon placed another instrument on the pt side to transect the tissue, remove the initial device, and complete the case.